Event description:
Journal reference: gorgulho a. Et al. "Incidence of hemorrhage associated with electrophysiological studies performed using macroelectrodes and microelectrodes in functional neurosurgery." J. Neurosurg. 2005 may: 102(5): p888-896. The article analyze the incidence of intracranial in patients who underwent procedures guided by microelectrode recording (mer) rather than by microelectrode stimulation alone. Reportable events: 3389 lead (n=1) - female pt implanted for parkinsons experienced mild hemiparesis following the microelectrode recording (mer) and dbs lead placement procedures. MRI identified an intracranial hemorrhage surrounding the tract of the electrode and frontal region. Three passes of the microelectrodes recording (mer) was required prior to dbs lead placement. No surgery was required due to the size of the hemorrhage. The 3389 lead (n=1) - female patient implanted for parkinsons experienced subarachnoid hemorrhage and expressive dysphasia. Two passes of the microelectrode recording (mer) was required prior to dbs lead placement. CT/MRI identified an intracranial hemorrhage surrounding the track of the electrode. No sequela. The 3387 lead (n=1) - female patient implanted for posttraumatic tremor experienced asymptomatic hemorrhage. MRI identified an intracranial hemorrhage surrounding the track of the electrode. One pass of the macroelectrode recording was required prior to dbs lead placement. No sequela.